Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 20mgl/ml at 2.966mg/day and morphine 25mg/ml at 3.707mg/day via a implantable pump. The indication for use was spinal pain. On (B)(6) 2019 the patient reported that their pump was removed due to an infection in the pocket. The patient had redness, swelling, pain around the pump, ¿it blew up, took off¿. The patient noticed it about a week prior to remove. Per the patient, the infection was confirmed and thought it was staph. The patient stated that the infection was associated with a refill on (B)(6) 2019. The patient was in the hospital for 2 weeks, on antibiotics and the pump was removed. The patient went to rehab for 4-5 days. The patient was on ¿riomiacin¿ forever, the patient also got "gout" and couldn't walk and still walks with a cane. Per the patient the pump has to stay out 2 months and a new pump implant was scheduled for january. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that he believed a pump refill caused the infection as the needle was taken in and out. Per the patient, there was an infection that grew in his stomach area around the pump and the infection was so severe that he was hospitalized for 2 weeks and then had rehab afterwards. The infection was now resolved.